Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, far field p wave oversensing resulting in pacing inhibition and a loss of capture was noted on the device. Technical support was contacted and also noted a functional loss of capture and undersensing due to fusion/pseudofusion on the device. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.